Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one guidewire and one introducer needle were returned for evaluation. The guidewire was returned inside the introducer needle. It was noted that the outer coil wire was stretched with the distal ends of both inner core wires visible through the stretched portion. The introducer needle bevel exhibited slight wear and there was blood and tissue noted between the guidewire and the needle bevel. The guidewire was able to advance through the introducer needle. Therefore, the investigation is unconfirmed for the reported failure to advance the guidewire through the introducer needle and confirmed for a frayed guidewire. Per the evaluation results, wear was noted on the needle bevel, characteristic of an attempted retraction of the guidewire through the introducer needle. Therefore, it is possible that retraction of the guidewire against the needle bevel contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during port assembly, the guidewire was unable to advance through the introducer needle. There was no reported patient injury.